Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).

Event description:
The patient reported that one of their leads was not working correctly. It was further reported that the right ventricular (rv) became dislodged, and unable to capture at maximum output. The patient experienced diaphragmatic stimulation. The rv lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.